Event description:
Customer alleges that the unit is dumping its charge. Service representative was unable to duplicate the alleged condition. No reported pt involvement. Proper operation of the device was confirmed.